Event description:
It was reported that during a post stent dilatation procedure in a calcified lesion, the physician experienced removal difficulties after inflation. Upon removal, it was noted that the balloon material was missing. The pt went to surgery. Pt status is listed as "okay".

Event description:
It was further reported that following pre-dilatation of an extremely calcified right coronary artery, during deployment of the first stent at 16 atms for 65 seconds, the stent was felt to be suboptimally placed with an area of narrowing at the stent site. A second stent weas deployed slightly more distally at 12 atms for 38 seconds. Another catheter was introduced and inflated at 13 atms for 60 seconds and this was then inflated up to 20 atms for 60 seconds. The physician was unable to remove the balloon at this point as the balloon was entrapped within the stent. Attempts at removal, including torquing the balloon, inflating the balloon at low atmospheres and pulling the balloon which resulted in the fracture of the balloon catheter. The stent remained in place. The pt developed chest pain, s-t segment elevation and hypotension as blood flow to the artery was restricted. The pt was sent for coronary artery bypass surgery within 15-30 minutes. Pt was described as stable, no chest pain following surgery.